Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture, high capture threshold and high impedance due to lead fracture. This rv lead was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported.